Manufacturer narrative:
Mindray established good faith efforts (between june 9, 2025 and july 24, 2025) to obtain additional information about the occurrence, like time of occurrence, device ids, ECG strips for investigation. Without additional information, no further investigation can be done, and the alleged malfunction cannot be confirmed.

Event description:
It was reported that on (B)(6) 2025, a ventricular tachycardia (v-tach) alarm was missed; the system did not generate an alarm for v-tach. No patient injury was reported.

Manufacturer narrative:
Case under investigation.

Event description:
It was reported that on (B)(6) 2025, a ventricular tachycardia (v-tach) alarm was missed; the system did not generate an alarm for v-tach. No patient injury was reported.